Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank screen currently. Customer stated now she can see crack on battery side that goes from bottom to top of insulin pump and got warning about battery being replaced and it shut off. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.